Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument did not fire or cut. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.